Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and was advised to call back if any issues reappeared.